Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil screw broke. All the pieces were removed by suction. The procedure was completed with a delay greater than 30 minutes using a back-up device in the originally drilled bone hole. The current patient´s health is good and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The sutures were returned off the inserter. The anchor was returned off the inserter. The anchor has been cracked and deformed. There is bio debris on the inserter and anchor. The sliding ring performed as intended. An evaluation of the customer provided image showed an intraoperative image of the anchor that is bent with tissue entwined within it. There are no visible cracks or breaks in the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor material drawing/specifications found that a certificate of analysis (coa) is required for raw material and ftir and gpc test data must accompany the coa. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An undated intraoperative photo was provided for review and shows the anchor bent, no clinical factors were found which would have contributed to the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a backup device. Although a delay was reported it was noted that the patient is in good health. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event might be use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.